Event description:
Hosp is experiencing a high rate of set failure. When sets are spiked into IV bottle, (primarily piggyback additive). The solution will not flow (and the due-vent is open). Uses primarily glass piggybacks. The sets acts like something is occluding the flow.